Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15610. It was reported the patient ((B)(6)) experienced ineffective stimulation. X-rays were taken and indicated a lead migration occurred. Impedance values were within normal ranges. Surgical intervention was undertaken and the physician had difficulty removing the set screws from the ipg. After several attempts, the lead was removed from the ipg header, however it was fractured. The physician explanted and replaced both the lead and the ipg. The procedure was extended by 2 hours. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.